Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.